Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp is not charging, same issue as prior issue (service report (B)(4)).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power management pcb and the power supply pcb also replaced power slot pcb for precautionary purposes, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Corrected fields- d4, h6(health effect ¿ clinical code). Updated field- d8, g3, g6, h2, h11. A getinge field service engineer (fse) investigated customer's complaint with not charging. Fse was able to duplicate the customer complaint with unit not charging batteries. Replaced the power management pcb (d670-00-1162) and the power supply pcb (d997-00-1180). He had replaced the power slot pcb back march 2023 that was not charging bay 2 battery, replaced power slot pcb (d997-00-1189) for precautionary purposes at no charge. Functional tested without any further issue or failures. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use. It is unknown if there was a patient involved and if there was any patient harm/injury however, there was no adverse event reported.

Event description:
N/a.